Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 25 and 36 hours. Symptoms reported include headache, thirst, dry mouth and smell of acetone in the mouth. When the pod was removed from the infusion site (leg), there was redness, swelling and inflammation noted at the site. The patient applied a new pod but the bg levels would not decrease. The patient went to the ER and was treated with a fluid infusion, a new pod was applied and the a patient was given an ointment for the inflammation. The patient was released after six hours.